Event description:
When the user grasped the insertion wire with the snare, the hooped snare detached.

Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon.